Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a percutaneous transhepatic cholangiography drainage (ptcd) in the biliary track, a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was found leaking at the hub upon insertion. The device was removed and a like device was used to complete the procedure successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Methods code: (10) testing of actual/suspected device. Results code: (4210) leakage/seal. Conclusion code: (4315) cause not established. Investigation evaluation: a review of the device history record, complaint history, documentation, specifications, instructions for use (IFU), a visual inspection, a dimensional verification, and a functional test of the returned device were conducted during the investigation. The visual inspection and dimensional verification of the returned device did not indicate the device was out of specifications. A twist test was conducted revealing that the connector cap was secure. A pull test was conducted, revealing that there was some movement between the catheter tubing and connector cap although the tubing did not pull out of the cap. The connector cap was removed. Upon removing the cap, the suture string was found wound in the threads of the cap. The flare appeared lopsided and shallow with a big lip. Due to the compression of the flare within the cap and the potential damage upon removal, it cannot be determined whether the flare was manufactured to cook¿s specifications. The device is shipped with instructions for use (IFU) which instruct that the products should be inspected prior to use to ensure no damage has occurred. A document based investigation evaluation found no evidence to suggest the product was not made to specifications. A review of the device history record showed no relevant nonconforming events which could contribute to this failure mode. A review of complaint history indicated one other reported complaint for this device lot. This failure mode is being escalated per internal processes. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.